Event description:
A low blood glucose event was reported by the customer earlier in the day, with the lowest level recorded at 41 mg/dl. The customer consumed carbohydrates as a treatment action. Technical support advised the customer to consult with a healthcare professional to discuss factors affecting blood glucose levels.